Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) h11: the device was received for evaluation. Functional testing was performed and identified low audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as low audio. The cause of the condition was the loose speaker. The rear case required to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device identified with low audio. No additional information is available.